Manufacturer narrative:
D10 concomitant products: unknown-vloc, unknown vloc product (lot#:unknown) kohei ogawa. "Impact of early unclamping technique on perioperative and postoperative outcomes in robot-assisted laparoscopic partial nephrectomy: a propensity score-matched analysis from a single center." 2025, ogawa et al. Bmc urology https://doi.org/10.1186/s12 894-025-01948-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared outcomes between early and standard unclamping (suc) in robot-assisted partial nephrectomy (rapn) for patients with localized renal tumors between 2013 and 2023. In all patients, the barbed suture or the braided absorbable suture was used to repair defect in the renal parenchyma. There were 104 patients in the study which consisted of 73 patients in the suc group and 31 patients in the early unclamping (euc) group. Complications included two cases of symptomatic renal artery pseudoaneurysm in the standard clamping group. Impact of early unclamping technique on perioperative and postoperative outcomes in robot-assisted laparoscopic partial nephrectomy: a propensity score-matched analysis from a single center: k. Ogawa et al. Bmc urology (2025) 25:257 https://doi.org/10.1186/s12894-025-01948-8.